Manufacturer narrative:
Concomitant medical device: other relevant device(s) are: product ID: etlw1620c93ej, serial/lot #: (B)(6), ubd: 18-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that a approximately a year and four months later a follow up CT revealed a type ii endoleak and aneurysm expansion. The following month CT was repeated and a type ib endoleak from the right common iliac artery was suspected. Three months later intervention was performed; the right internal iliac artery (iia) was embolized with coils and a non mdt limb was additionally implanted in the right external iliac artery (eia). An endurant iliac extension (etew2020c82ej) was additionally implanted just above the bifurcation of the iia and eia in the cia. After additional implantation, touch-up was performed with a balloon catheter. Angiogram CT revealed that the type ib endoleak was resolved. Per the physician the cause of the event was due to expansion of the aneurysm in a vertical line direction and increase of the right cia led to a gap between the stent graft and the vessel resulting in the type ib endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.